Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricle output connector is broken, upper and lower cases are broken. Analysis also found one bail cover is broken and one bail cover is missing. Ring cover is broken, battery contacts are compressed, one bail is missing, ring is bent and keyboard is scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular output connector on the external pulse generator was broken/cracked. It was also reported the front and rear case is cracked. The device was returned to the manufacturer for repair and calibration. There was no patient involvement.